Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as a severe burn under left rear te pad. The patient was taken to and treated by the emergency room for the burn. Outcome of the burn is unknown.